Event description:
The customer reported to olympus during a unknown procedure, the image would flicker on and off while using the 4k autoclavable camera head. The intended procedure completed was completed using a similar device. There was no delay reported.there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon (¿no image¿ ) occurred because the video function did not work properly due to faulty cable. However, the cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Update: email received from customer with additional information. Ek-419058, (B)(6) 2022 the intended procedure completed was completed using a similar device. There was no delay reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a chipping on packing cab, a faulty cable and faded label on rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.